Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the shaft was bent and tacks were in the shaft. The handle was unable to be actuated due to the broken shaft and jammed tacks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic hernia repair, instrument jammed after second firing. A new instrument was opened in order to complete the case. No injury as a result of the event.